Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). One week prior, the charge time was 18.7 seconds at 2.63 v. The device paces in the right ventricle 26% and and in the atrium and ventricle 92%. This is not an advisory device. There is a concern that the battery has depleted earlier than expected.